Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump black box and alarm history showed unrelated call service (B)(4) alarms. No pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test revealed a battery compartment leak. No battery cap was returned. During testing, the pump powered on with audible and vibratory features to a blank display. Further testing was not performed due to the unrelated blank display issue caused by moisture damage on internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.